Event description:
Additional info received from reporter on: 11/21/2013: correction of the last name and the city.

Event description:
Pt's device makes a clicking sound when she walks, is unstable and weak. Pt is in constant pain and her knee is swollen and inflamed, pt's doctor thinks revision may make things worse because of the inflammation and scar tissue that has formed around the implant.